Manufacturer narrative:
Final analysis of the implantable nuerostimulator ((B)(4)) revealed no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tgbb, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient experienced lack of efficacy. The patient contacted the doctor's office to let them know that her urinary urgency symptoms had not improved since the implant. The doctor's office asked the rep to contact the patient by phone to guide her through changing to another program. No troubleshooting was performed. The patient refused to change programs and told the rep that she was going to get a second opinion from (B)(6). A rep offered to walk the patient through changing programs with her icon programmer over the phone today. The patient said that she did not want to try another program at this time and that she was going to seek a second opinion from (B)(6). The issue was not resolved at the time of the reporting. The patient status at the time of reporting was noted as: alive, no injury. Surgical intervention did not occur, nor was it planned. The patient via a rep later reported that the lack of efficacy began within the last three months. It had worked well prior to that. It was noted that the patient had many falls over the last three months. Stimulation was felt in the butt cheek rather than her vagina for the last 3 months. The rep ran an impedance test, which was within normal levels. The doctor replaced the lead and the implantable neurostimulator (ins). The patient was now feeling stimulation in the vagina. The issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.